Event description:
It was reported by repair work order that both the left and right siderails were not functioning properly due to siderail cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.